Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain chronic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (hyst. (Full)). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, bladder disorder and urinary tract disorder had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, dyspareunia, genital haemorrhage, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2006 (previously reported) and (B)(6) 2008. Plaintiff received treatment for pelvic pain, abdominal pain chronic, general abnormal bleeding, dyspareunia (painful sexual intercourse). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-sep-2019: plaintiff fact sheet received: events per pfs: abdominal pain chronic, general abnormal bleeding, dyspareunia (painful sexual intercourse), psych injury, bladder problems and urinary problems. Essure implant and explant date were added. Outcome for events pelvic pain, abdominal pain chronic, general abnormal bleeding, dyspareunia (painful sexual intercourse), bladder problems and urinary problems were resolved. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. A review of our complaint records and other non-conformances data was performed; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('surgical wire coils are embedded within the right and left cornu'), pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. 621800) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain chronic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (tah with left salpingo-oophorectomy and a right salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the embedded device and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, bladder disorder, dyspareunia, embedded device, genital haemorrhage, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2006 (previously reported) and (B)(6) 2008. Plaintiff received treatment for pelvic pain, abdominal pain chronic, general abnormal bleeding, dyspareunia (painful sexual intercourse). Trailing coils: right- 3, left- 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-mar-2021: medical record received. Event added: surgical wire coils are embedded within the right and left cornu. Lot number, reporters information and medical history were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('surgical wire coils are embedded within the right and left cornu'), pelvic pain ('physical pain/ pelvic pain') and genital haemorrhage ('gen. Abnorm. Bleed') in an adult female patient who had essure (batch no. 621800) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included dysfunctional uterine bleeding. On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain chronic"), dyspareunia ("dyspareunia (painful sexual intercourse)"), psychological trauma ("psych injury"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (tah with left salpingo-oophorectomy and a right salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the embedded device and psychological trauma outcome was unknown and the pelvic pain, genital haemorrhage, abdominal pain, dyspareunia, bladder disorder and urinary tract disorder had resolved. The reporter considered abdominal pain, bladder disorder, dyspareunia, embedded device, genital haemorrhage, pelvic pain, psychological trauma and urinary tract disorder to be related to essure. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2006 (previously reported) and (B)(6) 2008. Plaintiff received treatment for pelvic pain, abdominal pain chronic, general abnormal bleeding, dyspareunia (painful sexual intercourse). Trailing coils: right- 3, left- 4 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were reported in patient¿s medical records: embedded device lot number: 621800, manufacturing date: 2006-11, expiration date: 2008-10. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 17-mar-2021: quality safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.